Event description:
Customer reported receiving inaccurate high readings. They received a reading of 352 mg/dl and began to show signs of hypoglycemia. An ambulance was called. Customer ingested a can of soda and some sugar then was transported to the hospital. At the hospital a reading of 85 mg/dl was received a a couple of hours later. An a1c test was conducted with a result of 126. Customer had a respiratory infection at the time of the event and was treated wtih "k-flex".